Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with diarrhea and vomiting. It was stated that the customer was on vacation, and the insulin may have become denatured due to the heat. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.